Event description:
Note: date of event is unk. On 2/14/07, the customer reported to bsc that during an ercp procedure a female pt (age unk) the distal tip of the trapezoid basket did not pop off, "and for that reason the basket did not break the gallstone". "The pt underwent surgery which solved the problem". The condition of the pt is unk at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A lot history search was performed and found no other complaints have been reported from this lot. In addition, a review of the device history record revealed no anomalies associated with this incident. In addition, a rolling 15-mo complaint trend reports for all complain failure modes were reviewed; no adverse trends were noted and no data points exceeded the trigger action limit.